Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a pump ¿pairing failed¿ message with the freestyle libre 3 plus sensor, after which the agent guided the user to re-scan and the pump entered a warm-up period with no impact to blood glucose, consistent with an intermittent communication failure associated with the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the pump and sensor, characterized by intermittent communication failure localized to the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.